Event description:
The customer claims the alarm has power, but the hold function is not working. The customer is connecting a new sensor to the alarm and activating the hold function, but the led hold indicator light will not activate. However, when pressure is released from the pad the alarm will alarm. No visible damage detected on the case. There was no pt contact. Eval of the returned product found that pins 1 and 2 of the rj-11 receptacle have cross contact and the alarm tone is intermittent when not in hold mode and when pressure is either on or off the pad.

Manufacturer narrative:
(B)(4): eval: results: eval of the returned product shows that the alarm powers on but the alarm tone is intermittent when not in hold mode and pressure is either on or off the sensor pad. The pins 1 and 2 are crossed in the rj-11 receptacle. The alarm case is damaged on the top right corner and one battery spring is bent. Note: posey instructions for use has a warning statement "the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid." (B)(4).